Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the iris. There was no harm to the patient and the device remains implanted.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned since there was no harm caused by this problem to the patient and the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. There have been two other similar complaints reported in the lot number. The surgeon was unwilling to provide further information. (B)(4).